Event description:
Patient reported right side "moderate" breast pain and "a lump or thickening in or near the breast or in the underarm area" (lump/nodule), side unspecified. This record represents the right side. Device was explanted and discarded.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/24/2011 and 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, lump/nodule.